Event description:
Customer experiencing high blood glucose. The blood glucose reading is 520 mg/dl. Customer has treated with manual injection. Customer experiencing dizziness and nausea. Customer stated that she goes high due to stress. The columbia soccer team lost against brazil in the world cup. The blood glucose reading decreased to 238 mg/dl. The insulin pump alarmed no delivery several times. During the manual prime, insulin did not exit the infusion set. During troubleshooting, the high pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.